Event description:
It was reported that the procedure was being performed on a (B)(6) female pt in the vascular access department. The pt was admitted with acute respiratory failure secondary to a lung mass. During her hospital stay, the pt developed a small bowel obstruction and was taken to the operating room for dissection and urinary tract infection.the pt has a history of chronic obstructive pulmonary disease. She also experienced multiple IV attempts and lab draws prior to the catheter placement. The catheter was being placed into the pt's right basilic vein. During insertion, the nurse was not able to thread the catheter into the vein. A second attempt was made above the first insertion site into the right basilic vein with no challenges. Vessel diameter was .72 and the catheter was not cut prior to insertion. Placement was confirmed via a chest x-ray in the cabal-arterial junction. Upper arm circumference was 36 cm. Within 48-72 hours of PICC line placement, the pt complained of swelling below the insertion site with IV/ivf infusion. Then the infusions were discontinued, swelling was noted to resolve. Ultrasound completed and confirmed a subclavian and axillary deep vein thrombosis. The pt was placed on heparin gtts and a triple lumen central line was placed via surgery in the internal jugular vein. PICC line remained in place for several days prior to d/c.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.